Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during initial drain. The home patient (hp) stated that they had a patient line extension and did connect it before priming. The hp was not sure if the patient line completely primed before they connected. The baxter technical service representative (tsr) had the hp cycle the power of the hc to end therapy. The tsr advised the hp to start over with new supplies and to make their pd nurse (pdn) aware of alarm. The hp understood and started over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.